Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, it was noted that this right ventricular defibrillation lead exhibited a high, out of range pacing impedance measurement, an elevated threshold measurement, and noise. A revision procedure was done. During the procedure, the physician disconnected the leads from the device and reconnected them, and measurements were within normal range. This lead was found to be stretched. When the physician moved the lead, the measurements were the same. This lead remains implanted. No adverse patient effects were reported.